Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported issue, however, the fse did replace the universal surgical manipulator. The system was tested and verified as ready for use. The usm has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform where all relevant testing was passed within specification. As a result of these findings, failure analysis was able to conclude that the axes controller motor printed circuit assembly in the usm is consistent with the reported event and is the potential root cause for this issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported a recoverable fault occurred on one of the robotic arms. The medical staff initially attempted a power cycle, but the fault persisted. Tse then directed them to carry out a hard power cycle and emergency power-off on the power system controller, which also did not solve the issue. Options were then presented to either disable the problematic arm or acquire another controller to complete the procedure. The surgeon decided to disable the affected arm and continued the procedure with three arms. Later, it was reported that the procedure was ultimately completed non-robotically. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was converted to a traditional laparoscopic surgery with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Update to annex g & d.